Event description:
The patient hcp, called with questions about whether levemir can be used with the v-go, the hcp stated that the patient needs more than 40 units for the basal-delivery and patient is experiencing hyperglycemia. The hcp was provided with fast-acting u-100 insulins that have been tested with the v-go and advised that medical inquires should be discussed with the patient's hcp. When asked for clarification regarding the patient hyperglycemia, the hcp responded that the patient is in the hospital. The hcp would not provide patient information and declined to share additional information.